Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR is related to the retrospective review of complaints from companion medical inc, following medtronic¿s acquisition of the company in september 2020.

Event description:
The customer reported via phone call that the insulin pen is not delivering insulin. Customer stated the screw is retracting instead of moving forward to dispense insulin when they push the dose button. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.